Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) was elevated and then was low. The customer thought that the high bg level was related to stress. The customer declined tandem technical support's offer to troubleshoot for the low bg level and did not perform any further troubleshooting to determine a possible cause of the occlusions.